Event description:
Customer in germany reported potential false negative troponin I (tni) results on a patient using triage profiler sob test. The blood of the patient was tested three times: blood sample collected when patient arrived in the ER; blood sample collected 1 hour later; blood sample collected 2 hours later and each time the result for troponin was negative on the triage test. The blood was given to the lab and the screening result for the troponin t done by an analyzer was positive. As a consequence, the patient had a diagnostic heart catheterization. False negative results on tni may lead to missed diagnosis for mi.

Manufacturer narrative:
Product support could not confirm the client's complaint without returned sample or product. Two complaints have been logged for this device lot. This issue will be tracked and trended for further recurrence. No corrective action required at this time as the threshold has not been met.